Manufacturer narrative:
Conclusion: device investigation revealed a defect at the reference electrode as reason for the observed increased ground path impedance. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly, the hearing performance with the device had decreased since january 2021. The recipient's father did not report any head trauma during this period also no medical problems. No visible skin problem over the implant site. The recipient has been re-implanted on (B)(6)2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing performance decreased since (B)(6) 2021.